Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with a pressure sensor assy. P.n. Msp161228 s.n. (B)(6): tf 231022 (pexpvalve sensor defect). No patient involvement.